Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage as well as cosmetic damage to the outer silicone jacket. (B)(4) was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 37¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the outflow graft and bend relief hardware. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity was performed on the returned portions of the driveline and all wires were found to be electrically intact. Rescue tape was also observed on the 37¿ dl segment, approximately 2¿ through 7¿ from the metal connector. Removal of the tape revealed damage to the terminus of the controller connector bend relief as well as damage to the silicone jacket approximately 2.5¿, 3¿ through 3.5¿, 5¿, and 5.5¿ from the metal connector. Additional damage to the silicone jacket was also noted approximately 8¿ from the metal connector. The remaining portions of the silicone jacket appeared unremarkable. Visual inspection of the 37¿ dl segment revealed a breach in the insulation of the brown wire approximately 27.5¿ from the metal connector. Further inspection revealed pin hole breaches in the insulation of the brown wire approximately 35¿ and 35.25¿ from the metal connector as well as the insulation of the red wire approximately 35.25¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red or brown wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in alarms and interruptions in pump function. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found during investigation that the returned pump had cosmetic damage to the outer jacket of the driveline as well as driveline wire damage. No further information was provided.